Manufacturer narrative:
Investigation outcome: it was reported that during patient ventilation, the screen 'glitched', monitoring parameters were inaccurate, and that the device "wasn't ventilating". Per the returned questionnaire, "the screen began to glitch from the main screen that shows the patient's values to the 'activate stand by" screen'". The patient was removed from the ventilator and placed on alternative ventilation; however, there was no report harm to patient, user or third party, nor a treatment in delay. The event date was initially reported as (B)(6) 2025; but the clarified to be (B)(6) 2025 from the returned questionnaire. The device was updated to sw 3.1.1. Service software tests and general tasks were performed. No issues were reported. It is unknown what caused the reported problem as it could not be reconstructed. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "apparently it was on a patient, the screen 'glitched' and was also displaying inaccurate monitoring parameters, and rt says wasn't ventilating. They removed from this vent and provided alternate ventilation needs. Sent customer questionaire and asked for logs. Had to take off this vent and provide alternate means." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.